Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle had fully deployed before the pod was able to be used. The patient reported that the cannula had deployed through a different hole. The patient's blood glucose (bg) values were at 206 mg/dl.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod had been deactivated by the user at the end of the first priming sequence. The soft cannula was not visible in the bottom housing window as the needle mechanism had not deployed. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. Inspection of the drive mechanism found no damages or manufacturing deficiencies that would prevent the pod from completing the activation process and deploying.